Manufacturer narrative:
Updated e1: initial reporter first name b5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es mr was advanced for dilation. However, during the procedure, it was noted that the balloon ruptured. The procedure was successfully completed without this or replacement device. There were no patient complications as a result of this event. It was further reported that balloon ruptured during the first inflation. The anatomy was noted to be not challenging, and patient factors did not contribute to the reported event.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es mr was advanced for dilation. However, during the procedure, it was noted that the balloon ruptured. The procedure was successfully completed without this or replacement device. There were no patient complications as a result of this event.